Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient was experiencing connecting issues. Last thursday, they went to the court house, so they turned the device off. While at the court house, they started to feel the vibrations of the device "down below" even though they had shut stimulation off. When they attempted to connect to their settings to check the device status, their handset kept saying searching for device, and the communicator bluetooth light would not stop flashing. They had not been able to connect to their therapy settings since. The circumstances that led to the reported issue were unknown. On the call, they ensured the communicator was not plugged in, that it was charged, and that it was not touching the handset. The handset screen would not progress past the searching screen. It was recommended they restart the external equipment. After the equipment was restarted, they successfully connected to their therapy settings. The troubleshooting steps that were taken on the call resolved the issue.